Event description:
The report we rec'd from the study indicated that a male pt was admitted for treatment of an 80% occlusion in the ostium of the internal carotid artery. The lesion was severely calcified and the calcification was concentric with more than 3 mm width and circumferential. The pt was asymptomatic. The lesion length was 20 mm. The vessel was moderately tortuous. A 8 x 40 mm precise rx stent was implanted. An angioguard rx was successfully deployed and retrieved. The pt was discharged the day after the procedure. About 4 mos after the procedure, a neurological deficit occurred. The event was diagnosed a transient ischemic attack (tia). The pt was admitted due to generalized weakness. An MRI of the head showed an old right hemispheric stroke with encephalomalacia but nothing acute. His mr angiogram showed occlusin of the right internal carotid artery and 50 to 60% stenosis at the origin of the left internal carotid artery. The pt reported that he had some generalized weakness and was seen in the emergency dept. Unfortunately at the time he refused to be admitted and went home, but then his weakness became worse so he felt that he should go into the hosp. The pt was seen at the ER of another hosp and had an MRI there in 2008, and this showed no acute cva but he did have an old infarct in the right frontal, right parietal and portion of the right occipital lobe in the distribution of the right middle cerebral artery. The pt presented to a second hosp with similar symptoms. In the emergency dept, his vitals were essentially all normal and his physical examination was unremarkable except for some mild weakness on the left side. A chest x-ray was done and this showed chronic interstitial lung disease but no evidence of focal infiltrates or pneumothorax or effusions. A head CT was done and this showed chronic white matter change in the right greater than left area. He also had diffuse encephalomacia involving the right vertex parietal region consistent with infarction. There was no evidence of acute process or hemorrhage or mass effect. After admission, neurology saw him and evaluated him and recommended emg and nerve conduction studies. These were done the following month, and were completely normal. It is of note that he was only taking an aspirin 81 mg daily at home so plavix 75 mg daily was added to his regimen. The pt had an echocardiogram performed and this showed an ef of 55 to 60 % and normal left ventricular function and mild mitral regurgitation and tricuspid regurgitation. An MRI of the head showed an old right hemispheric stroke with encephalomalacia but nothing acute. His mr angiogram showed occlusion of the right internal carotid artery and 50 to 60% stenosis at the origin of the left internal carotid artery. He had decreased flow in the right anterior middle and posterior cerebral arteries, especially the right mca. Physical therapy worked with him and he was able to walk without a problem with a rolling walker. He was feeling fine and eager to go home. Medications changes were explained in detail to him and his family prior to discharge. Physical therapy recommended home physical/occupational therapy, and this will be done also. The pt was stable for discharge. Plavix 75 mg daily, spiriva 18 mcg 1 capsule inhaled daily, isosorbide dinitrate 20 mg daily, zocor 80 mg daily, atenolol 25 mg daily, aspirin 81 mg daily, prilosec 40 mg daily and xanax 1 mg q.h.s.

Manufacturer narrative:
Info rec'd from the study indicated that a pt experienced restenosis after having a stent implanted in a carotid artery. The pt's medical history is significant for chronic obstructive pulmonary disease, coronary artery disease, hypertension, hyperlipidemia, remote history of tobacco abuse and prior myocardial infarction. The target vessel was the ostium of the left internal carotid artery, described as 80% stenosed, severely calcified, moderately tortuous and having more than 3 mm in width. An angioguard was successfully deployed and retrieved for the procedure. An 8.0 mm x 40 mm precise stent was directly implanted without complications and the pt was discharged the following day. The residual stenosis after implant was reported as 50%. Approx four mos later the pt was admitted to the hosp and diagnosed with a transient ischemic attack. An MRI and an mra was performed, MRI imaging revealed an old infarction in the right frontal parietal and occipital lobes. Mra revealed 50-60% stenosis at the origin of the left internal carotid artery. No treatment for the findings was indicated. The symptoms associated with the tia resolved and the pt had full recovery. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Restenosis is a know adverse event associated with implanting carotid stents. Review of the available info suggests that vessel/lesion characteristics may have contributed to the event.